Event description:
The customer stated a discrepant low phenytoin result was generated on the architect c8000 analyzer. The initial result was 31.5 mg/dl and was repeated due to being a panic value. The repeat result was 6.9 mg/dl. The sample was retested with a result of >40 mg/dl, and upon dilution, was 33.5 mg/dl. The low value was suspected to be incorrect and the initial result of 31.5 mg/dl was reported. The patient's previous phenytoin results have been in the panic range. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4); no consequences or impact to patient (B)(4); low test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect phenytoin reagent, list # 01e07-20 to the architect c8000 analyzer, list # 01g06-01. Field service performed preventive and quarterly maintenance and replaced and calibrated the reagent 2 probe. Although precision was confirmed to be acceptable by testing a qc sample, the customer continued to have poor precision. The reagent 1 probe was replaced to resolve the issue. The architect system operations manual lists multiple probable causes and corrective actions for erratic results. Categories for probable causes include reagent probe is partially obstructed or damaged and protein buildup inside the probe. A review of quality metrics, customer complaints and instrument service history did not identify any adverse trends for the reagent probe. Based upon the data available and the results of this evaluation no product deficiency was identified.